Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm abdominal aortic aneurysm 1 month ago. The aortic neck was long and straight, 20-21 mm in diameter. Vessels had straightforward anatomy. It was reported that after the bifurcated stent grafts and contralateral limb were implanted, a type I or a type iii endoleak (fabric) was evident at the gate. The graft was ballooned, and there was still some unknown endoleak. An aneurx 14x85 limb was then placed, which successfully resolved the endoleak. The patient is fine, and no additional clinical sequelae were reported.

Manufacturer narrative:
Secondary intervention performed. Evaluation: results: endoleak, unknown type of endoleak. Conclusion: unknown type of endoleak.